Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the colonovideoscope had a broken (up and down) control cable. The issue occurred during a therapeutic procedure (colonoscopy). There was a short delay, less than 30mins. The procedure was able to be competed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This initial report was sent in error. This issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported the colonovideoscope had a broken (up and down) control cable. The issue occurred during a therapeutic procedure (colonoscopy). There was a short delay, less than 30mins. The procedure was able to be competed using a similar device. There were no reports of patient harm.